Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the day prior to the call, the egv was 44 mg/dl. The patient was asymptomatic. The patient treated the asymptomatic ul egv by drinking juice and eating candies without checking with a bgm. The patient's reading continued to drop (the egv was not specified). And she decided to compare with the bgm. The bg was 407 mg/dl and the egv at the patient could not recall her egv at that time. The daughter brought her to urgent care and the patient was transported to the ed because the bg was 527 mg/dl while the egv was 240 mg/dl. The doctor in the hospital gave her fluids and insulin and she was discharged the same day. At the time of the report, the patient felt okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.